Manufacturer narrative:
Tandem technical support reviewed the pump data and found that the customer's total daily seems to account for the rate at which the cartridge depleted; the pump appeared to be functioning as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump seems to have been having rapidly "dwindling fill estimate amounts" and that the pump would give low insulin alerts and empty cartridge alarms much sooner than expected. As the contact did not have the pump at the time tandem customer technical support was telephoned, the pump history was unable to be reviewed. The customer was not currently experiencing this event. The customer's blood glucose level was not impacted.